Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. During bench testing the ventilator began auto cycling and then delivered a high pressure alarm. Internal inspection revealed a pinched solenoid mount wire, underneath the power board. The service technician replaced solenoid mount and issue was resolved.

Event description:
The customer reported model lap top ventilator 1200 was stacking breaths while connected to a patient. The unit pressured up to 50 cmh2o but did not exhale. The patient is not fully ventilator dependent and was able to be removed from the ventilator during the reported issue. Upon further investigation, the customer stated there are no allegations of patient injury or harm associated with reported event.